Event description:
It was reported that intermittent audio output occurred. The patient reported experiencing hypoglycemic event resulting from a missed alert from the dexcom one application. According to the patient, while she was at the hospital for her yearly medical check between 12:00 pm and 3:00 pm on (B)(6) 2022, she suffered from a hypoglycemic seizure and fell out of her hospital bed, injuring her arm. Afterwards, she was unconscious. She stated that she did not receive audio output for an alert from her smart device prior to the seizure. The patient added that stated that her always sound feature was disabled at the time of the incident but that her mobile device was set to audio on. Hospital staff were present when the patient lost consciousness and performed a blood glucose meter measurement which read 1.2 mmol/l. The patient was treated with 10% liquid glucose to stabilize her blood sugar. At the time of contact, the patient was still in the hospital but her condition was stable. No product or data was provided for evaluation. The allegation and a probable cause could not be determined. No additional patient or event information is available.

Manufacturer narrative:
(B)(4). Initial reporter email address: (B)(6). Diabetes mellitus is a known cause of hypoglycemia.

Event description:
Data investigation confirms the allegation on (B)(6) 2022. The probable cause could not be determined. However, an alert failed was found, which indicates the mobile device may have been set to vibration/silent mode. No additional patient or event information is available.

Manufacturer narrative:
(B)(4).

Event description:
Data investigation confirms the allegation on (B)(6)2022. The probable cause of the missed alert is either a race condition on app startup which intermittently resets the user¿s customized alert settings to default thresholds and/or an internal database write issue clearing some or all alerts upon app termination.

Manufacturer narrative:
(B)(4)